Event description:
It was reported that approximately 34.5 months post-implant of a bifurcated device and four limb extensions placed on the right side of the patient, a distal endoleak between the bifurcated main (B)(6) 2014 and add a limb extension to bridge the components with success. The patient tolerated the procedure well. Note: this patient had an initial implant of a bifurcated device and two limb extensions (implanted on the right side) on (B)(6) 2012. On (B)(6) 2013, the patient experienced a contained distal aneurysm rupture. The patient collapsed at home and was brought emergently to the hospital in stable condition. The patient was successfully treated with a limb extension implanted on the right side [medwatch 2031527-2013-00251] (fourth limb extension for this patient), which resolved the rupture. The patient tolerated the procedure well. The patient had not followed-up with implanting physician in the last 19 months, post initial implant in 2012.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and no imaging studies were available for this review. Using the sizing sheet as a reference, product use was incongruent with the IFU due to: ruptured state of iliac aneurysm; rcia 7.0 cm diameter; and, the absence of an aortic aneurysm. Cautionary product use conditions that might have contributed to this event included a tortuous right iliac artery diameter. There was evidence to support a type iii a endoleak and a stent graft event of complete component separation of the bifurcated stent and a right iliac extension. The secondary procedure was confirmed. The final patient disposition could not be established due to lack of information, but it was reported that the patient tolerated the procedure well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows that one other unit from this lot may have involved in a similar complaint at this time, reference MDR 2031527-2013-00218. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.